Event description:
It is reported that upon opening the device, the sterile barrier was not in place and the device was just placed in the box without any barrier.

Manufacturer narrative:
Eval summary: the device was not returned for review, so the condition of the component and packaging materials is unk. The correct numbers of packaging subcomponents were dispatched to this lot (small poly bags, stockinettes, inner cavities, cavity retainers, and outer cavities). Further, the correct number of package inserts and pt labels were dispatched. It is unlikely that all seven packaging components that were assembled by three separate operators would have been missing from the carton. It is likely that the product was opened at some point, altered, and then put back in inventory in the field. It is unk at which point this would have occurred. Eval: review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.